Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept giving them a no delivery alert. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer¿s blood glucose level was above 400 mg/dl. They declined troubleshooting for the high blood glucose. Troubleshooting was performed on the insulin pump and insulin exited without incident. The device will not be returned for analysis.